Event description:
Balloon was inflated once on wire. Went to remove it over the wire and it was stuck on the wire. Had to remove both as a unit.

Manufacturer narrative:
The manufacturing batch record review confirmed that the device met all material, assembly, and inspection specs. As noted above, the specimen is extending 2.53cm from the distal end of the balloon catheter with indications of tissue or organic matter adhered to the exposed coil wraps. The specimen also presents numberous bends/kinks of varying severity and frequency scattered over the length of the device. The inner tubing of the balloon catheter is bunched-up axially 5.30 to 6.30cm and 15 to 18cm from the distal tip of the catheter. The specimen is firmly lodged within the balloon catheter and cannot be removed without further damaging the specimen wire and/or the balloon catheter. It is likely that as the balloon catheter was withdrawn over the wire, the organic matter observed on the exposed coil region of the specimen wire caused a localized occlusion/constraint within the catheter lumen. Further manipulation likely caused the bunching of the catheter tubing. Based on the evidence presented by the sample and the information provided by the supporting documentation, it appears that procedural and/or clinical factors have impacted on the event as reported.